Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned rod was sent for a material analysis and it was determined that the rod fractured in a ductile manner originating at the outer bend of the most acute bend. The surgical technique advises the user to avoid extreme bends, so as to avoid stress concentration and notching of the rod. Conclusion: the most likely cause of the bend is over-bending of the rod.

Event description:
It was reported that, during small xia surgery, when the surgeon bend the rod with french bender and insitu bender, the rod was broken.

Event description:
It was reported that, during small xia surgery, when the surgeon bend the rod with french bender and insitu bender, the rod was broken.